Manufacturer narrative:
Batch review results for lot#h03h14043 were found to be within specification requirements. Should add'l info become available, a f/u report will be submitted.

Event description:
The bag was filled with 100 ml medium. Cryopreservation and storage was performed in metal cassettes and stored in vapor phase of liquid nitrogen. Bag broke after cryopreservation and storage before thawing. The product was a media fill for a validation run, there was no pt involvement.